Event description:
It was reported that during a procedure the surgeon used the device in the pilot hole of the infraorbital margin plating. After using the device in the 6th hole, it was found that the drill tip was broken. It was confirmed that the fragment remained in the bone by x-ray photography during the surgery. With the lactosorb plate fixed, the surrounding bone was excised, and the drill tip was removed from the inside. The excised bone was fixed again with lactosorb and the operation was completed. There was a one to two hour delay during the procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the drill had fractured at the start of the fluted section. Review of the certs identified no deviations or anomalies during manufacturing. The supplier device history records was not requested because the raw material certificate showed material is conforming to specification. A device history records review was not conducted as zimmer lot number is for labeling/ packaging purposes only and complaint is not related to labeling/ packaging issues. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.